Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device for the reported non-critical issue and replaced the system controller pcb assembly and the user interface pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system controller pcb assembly in a test device and observed that the device rebooted itself. However, after further testing the boot issue did not return. Physio also observed that integrated circuit chip, designator u61 had 300ua of current leakage. The removed user interface pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device rebooted itself. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.